Event description:
The customer contacted physio-control to report that while performing the device user test, the device powered off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the patient parameter pcb assembly and the flex cable assembly which connects the user interface pcb assembly to the pcb stack and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.